Event description:
As an angioplasty procedure was commencing, the innova 2000 system tube positioner "froze" in one position. The system operator was unable to get the positioner to move, so the pt was moved to a system in an adjoining room for completion of the procedure. There was no injury.